Event description:
It was reported that during set up, sales rep noticed one of the clamps the clamp was loose and did not hold the tracker properly. Sales were able to tighten it up and make it work, but this part should be replaced.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for investigation. Initial visual and functional evaluation confirmed that the tracker pin was loose. It was found that the clamp was loose because the user was not tightening it, but rather they were loosening it. They exerted enough force while loosening that they damaged the retention dowel pin. It was found that the clamp was loose because the user was not tightening it, but rather they were loosening it. They exerted enough force while loosening that they damaged the retention dowel pin. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. We were able to confirm if there was a relationship established between the reported event and the device. The malfunction is related to mechanical component failure.